Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue of the device locking up. Physio performed an unrelated repair. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the lock-up issue could not be determined.

Event description:
It was reported to physio-control that the customer's device locked up when it was used on a patient. The device was used together with internal paddles, in manual mode. Suddenly the device's display turned white and the device locked up. The user powered the device off and back on, and treatment could be continued. The patient survived and the reported issue had no impact on the patient's outcome.